Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual evaluation did not identify any component that may have contributed to the alleged event. A root cause could not be confirmed.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.